Manufacturer narrative:
A rewind, load and prime sequence was successfully completed with no issues. Pump was exercised for a 24hr duration period and no self-suspending occurred during this time period. No hypersensitive keys were observed on the keypad. The pump was able to be manually suspended and manually resumed with no issues. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.